Event description:
As reported by the edwards european affiliate, a 23mm sapien xt valve was positioned 50:50 prior to deployment; however, during deployment the valve was opened in a higher than usual position and embolized to the aorta. The embolized valve was pulled down to the descending aorta and fixed with an additional balloon inflation. A 26mm sapien xt valve was then prepped with 1cc less volume and implanted with satisfactory results. The patient was noted to be in stable condition. The valve embolization was attributed to the patient¿s moderate septal hypertrophy which was believed to have pushed up the inflated balloon with the valve. The patient also had a borderline annulus size with moderate calcification. It was reported that the 23mm valve was probably not the correct size for the patient the native annulus diameter measured 22mm by tee, 21mm by tte and 21.5mmx23.5mm by CT. The patient had moderate annular calcification, and moderate septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was not held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4): per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the valve embolization was related to a combination of patient factors (moderate septal hypertrophy, moderate native annulus calcification) and procedural factors (possibly undersized valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.